Event description:
During an in-clinic follow-up, an episode of inappropriate high-voltage shock in response signal and programming settings was observed on the device. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.